Event description:
It was reported that the patient gets "muscle spasms" when lying down and the patient cannot sleep. When the initially occurred, the physician changed the device voltage; however, the "spasms" are occurring again. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076 implantable pacing lead (B)(6) 2004; 4543 competitor implantable pacing lead (B)(6) 2013. (B)(4).